Event description:
It was reported that a condition of the handpiece smoking was found by a manufacturer repair technician. There was no sparking, flames, or overheating. This did not occur during a surgical procedure, so there was no pt involvement, and there were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and maintenance. A condition of the device smoking was found and then reported. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.